Event description:
It was reported that the vns patient¿s device was disabled on (B)(6) 2014 due to a ¿jolt¿ of pain at the generator site not associated with stimulation on-times. The patient described the pain as a sharp constant pain that began following her previous generator replacement. The patient stated that she was doing better with her device disabled but continued to experience pain. Diagnostic results showed normal device function at the time. Follow-up revealed that the patient underwent generator and lead replacement surgery on (B)(6) 2014. The explanting facility discarded the explanted device; therefore, no analysis can be performed.